Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 43 mg/dl. The customer stated that they were treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege insulin pump was over delivering. The insulin pump will be returned for analysis and reservoir was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. Device uploaded properly using carelink. Device had scratched case, damage serial number label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).